Manufacturer narrative:
H.6. Investigation: customer returned an image of the shelf carton for 5mm, 31 gauge pen needles from lot 0119791. The shipping information states that the fabrication date is 2020-04-28. However, per manufacturing site dun laoghaire, lot. No. 0119791 was manufactured may 2020 and corresponds with the date on the carton. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the image received, bd was unable to confirm the customer¿s indicated failure of a discrepancy between the manufacturing date printed on the shelf carton and the actual manufacturing date. The root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that a pen ndl 31ga 5mm 100 bx 1200 la had incorrect label information before use. The following was reported by the initial reporter: "divergence of manufacturing date between invoice and product. Date described in the invoice: (B)(6) 2020. Date described on the product: (B)(6) 2020".

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a pen ndl 31ga 5mm 100 bx 1200 la had incorrect label information before use. The following was reported by the initial reporter: "divergence of manufacturing date between invoice and product. Date described in the invoice: (B)(6) 2020. Date described on the product: (B)(6) 2020."